Event description:
Baxter complaint coordinator in another country reported that patient passed away whilst on the machine. Baxter field service engineer was called by the patient's daughter for help to end the therapy, remove the cassette, and turn off the machine. No further information was available at this time. Further information received from int'l affiliate. The patient's physician, has confirmed that the patient was not connected to the homechoice machine at the time of death. The patient had set up his machine, and then went to the bathroom. He suddently passed away in the bathroom, prior the pd therapy. The family called the technical servies helpline to ask how to disconnest the machine, not how to disconnect the patient. No further information available at this time.

Manufacturer narrative:
Baxter investigation revealed the following details: the homechoice instrument was received in baxer UK, but not evaluated yet. Regarding the primary and secondary cause of death, no information was provided. The patient's physician stated that, the cause of death does not need to be know by baxter because the death was unrelated to the homechoice instrument. Baxter requested the instrument for evaluation. The results will be provided upon completion.